Manufacturer narrative:
The manufacturer received picture and per for review. The manufacturer received the device for investigation. Awhere lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
During revision surgery, the wagner sl revision, impactor for stem was damaged on the threads.

Manufacturer narrative:
Investigation results were made available. Event description: it was reported that during a revision surgery, the wagner sl revision, the impactor for the stem was damaged on the threads. Review of received data: no other case-relevant documents received. Devices analysis: the two parts of the wagner sl impactor have been returned. Based on the returned product and the given information the complaint could be confirmed. The visual examination confirmed the thread of the inner rod (gewindestange mit schlagkopf) is damaged and therefore the two parts of instrument cannot be assembled anymore. Functional test: a functional test was performed. It shows that the rod (gewindestange mit schlagkopf) cannot be threaded in the handle (griff mit einschlagrohr) since the thread is damaged. Based on this functional test the reported event can be confirmed. Review of product documentation: this device is intended for treatment. Conclusion summary: it was reported that during a revision surgery, the impactor for the stem was damaged on the threads. The two parts of the wagner sl impactor have been returned. The visual examination confirmed the thread of the inner rod (gewindestange mit schlagkopf) is damaged. The functional test showed that the rod (gewindestange mit schlagkopf) cannot be threaded in the handle (griff mit einschlagrohr) because of the damaged thread. The reported event and the damaged thread indicate that the part have experienced excessively high forces. Abnormal use and wrong handling of the instrument could result in such a deformation. The investigation results did not identify a non-conformance or a complaint out of box (coob). The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).

Event description:
Investigation results are now available.